Manufacturer narrative:
The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the ¿the device was leaking¿ reported by the customer, could be due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Biomarin study: "this case refers to a female patient of unspecified age. This case was reported by a nurse. The patient's past medical history was not reported. Concurrent conditions included seizures. No allergies were reported. No concomitant medications were reported. On (B)(6), 2019, the patient underwent implantation of an intracerebral ventriculostomy (icv) device (rickham, model and lot number not reported). On an unreported date, the patient initiated treatment with brineura (dose and frequency not reported, intracerebroventricular) for an unreported indication. The lot number for brineura was not reported. The most recent dose was administered on an unreported date. On an unreported date, the rickham icv device was leaking (device leakage). It was suspected that the leaking was due to the 22 gauge needle that is sent with brineura was too big and caused the leakage. It was reported that there was no visible evidence of leaking such as bogginess or fluid accumulation. Due to the suspected leaking, on an unreported date the patient's original rickham icv device was replaced. It was replaced after 82 accesses. The patient never had more than 2 access attempts with any infusion. Recently on an unreported date, a chest port was placed to connect to the new icv device. The chest port was reported to be working very well. Since getting the new devices, the patient's seizures have decreased and she has been doing better cognitively. This led the parents to question if the patient had been receiving less brineura with the previous device. The action taken with brineura due to the event was not reported. The outcome of the event was not reported. Biomarin assessed the event as medically significant. The reporter did not provide an assessment of the event of device leakage in relation to treatment with brineura. The reporter assessed the event of device leakage as related to the icv device. In the reporter's opinion, other possible etiological factors included the size of the administration needle. Additional information has been requested and if received, the report will be updated." Case comment: the patient experienced device leakage, which is a known complication of icv device use. It was suspected that the leaking was due to the 22 gauge needle that is sent with brineura was too big and caused the leakage. The causality of device leakage is assessed as not related to brineura.